Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna. Guide cath: launcher 7f. Factors that may contribute to the inability to retract the non-abbott balloon catheter over the guide wire and cause resistance between the devices, may include but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In order to ensure that this does not occur as a result of a product quality deficiency, all guide wires are visually inspected for damage during manufacturing and outer diameter inspection is performed on all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the guide wire and/or guide wire lumen. However, the guide wire and the non-abbott guide wire used in the procedure were not returned which could have aided in the evaluation. Overall, a conclusive cause could not be determined for the reported inability to retract the competitors balloon catheter over the guide wire and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the target lesion was in the distal circumflex, with heavy tortuosity, mild calcification and 99% stenosis. After pre-dilatation with a non-abbott balloon catheter, heavy resistance was met during removal of the balloon catheter and it became stuck with the bmw universal ii. The devices were removed from the anatomy together as a unit, and the procedure was continued without issue using a new bmw universal ii and another non-abbott balloon catheter. No patient effects were reported. No additional information was provided.